Event description:
The customer obtained multiple, potentially higher than expected vitros trop I es results for multiple samples from a single patient (patient results = 23, 22, 10, and 13.1 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es patient results were questioned by the clinician. The customer believed that the results were falsely elevated based on the clinician's belief that the patient did not have any cardiac related conditions. There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, potentially higher than expected vitros trop I es results were obtained for multiple samples from a single patient. Repeat testing of multiple samples drawn from the patient consistently recovered trop I es patient results that were positive (> ami). Additionally, a positive troponin patient result was obtained when tested with an alternate method (beckman) and when using heterophilic blocking tubes, which allow for elimination of false positive heterophilic interference. However, the customer believed that the vitros and beckman troponin patient results were falsely elevated based on the patient's clinical condition. The investigation could not determine a definitive root cause. However, the possibility that an unknown sample interferent, other than a heterophilic antibody, had contributed to the results cannot be ruled out. There is no evidence that the vitros eciq analyzer or vitros trop I es reagent had malfunctioned.